Manufacturer narrative:
This complaint originated from blind customer survey. Isi is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. No product or site information was available. As a result, complaint investigation could not be performed since the site and product information could not be collected as part of the blind survey. This complaint is being reported because the vessel sealer instrument malfunctioned with the blade engaged and the device failed to unclamp the tissue. The vessel sealer instrument was stuck on tissue, with an unknown root cause. Because follow-up could not be performed, it is unknown how the instrument was removed from the tissue (whether the instrument ultimately unclamped, or if tissue removal was required). It is unknown if there was any harm or injury to the patient, but medical intervention may have been required. In addition, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument malfunctioned with the blade engaged and the device failed to unclamp the tissue. No information was provided on how the instrument was removed from the tissue. Customer feedback related to an intuitive surgical, inc. (Isi) product was received via a blind survey. Isi is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. No product, reporter, or site information was available.